Event description:
It was reported that a momentary power loss to the vibrator motor led to a malfunction alarm identified as malf 12. There was no adverse impact to the customer's blood glucose level. The customer received assistance in resetting the pump from technical support, and after the reset, the malfunction did not reoccur. The customer was advised to continue using the pump and to contact support again if the issue recurred, which they acknowledged and understood.